Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 02, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d9 (updated device availability) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (updated device evaluated by manufacturer) h6 (identification of evaluation codes 10, 11, 3331, 213, 19). The returned sample was visually inspected upon receipt, it was noted that the sparger assembly was not present. The unit was set up to be leak tested and passed the leak tests with no abnormalities noted. A retention sample from the lot number was obtained and leak tested, passing the tests. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a leak. No patient involvement. Product was changed out. Procedure completed successfully. No patient involvement. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.